Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals during device replacement. There were several atrial tachy response (atr) as a result. The health care professional (hcp) examined the x-rays and was happy with the lead positioning. The hcp decided to replace the ra lead and device only. The patient will continue to be monitored. No additional adverse patient effects were reported. ¿ this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)¿